Event description:
Home pt called baxter technical service to report solution had leaked all over the floor during prime of treatment on the homechoice machine. Per follow up with pt's rn, solution was coming from the homechoice set drain line, as the pt had not connected it securely to the drain extension line at therapy set up. Pt reportedly reconnected drain line to extension line and continued with treatment. Per pt, solution leaked through pt's floor to the light fixture in the ceiling of person downstairs and onto their bed. Rn reports pt does not reuse homechoice set or drain extension lines and experienced no pt injury or medical intervention as a result of incident.